Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient ultimate expired on (B)(6) 2021. No product will be returned for evaluation. Review of the submitted log files revealed no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 20jan2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists neurological event (not stroke-related), hemolysis and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 ¿patient care and management¿ lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This sections also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up on (B)(6) 2021 with a burning sensation in their leg bilaterally. They went to the emergency department (ed) and on arrival was conscious, but unable to follow commands or speak. They were admitted and subsequently declined. The patient was transferred to the intensive care unit (ICU) and intubated. The patient had a history of a traumatic brain bleed from a fall last fall, but the current computed tomography (CT) showed no new significant abnormalities. The scans did show watershed regions reflecting cerebral edema and possible global hypoxemic ischemic injury. The patient also had a cardiomems. The patient had further neurologic decline and elevated lactate dehydrogenase (ldh). Care was withdrawn and the patient subsequently expired on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.